Event description:
It was reported that a user experienced post-breakfast hyperglycemia to the low 200 mg/dl range despite conducting usual meal announcements while using the ilet system, and the user reported needing walks to return glucose to range; the pump behavior was described as conservative when glucose was only slightly elevated. Symptoms included hyperglycemia without reported severe sequelae. Outcomes included user dissatisfaction and a request for clinical support. Investigation included remote troubleshooting and education regarding automated insulin delivery behavior and optimization of meal announcements. Investigation of this case revealed no device malfunction reported and behavior consistent with the system¿s conservative correction strategy near target, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.